Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The customer alleged that the cap was unable to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit, cartridge cap or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/08/2016 with the following findings: during investigation, there was no damage to battery compartment threads. No moisture was found in battery compartment. There was rust observed on the end of the battery cap spring. The slot at the top of the battery cap was found to be damaged; the cap was difficult to tighten due to the damaged slot; the cap became stuck to a test pump. The battery cap contact height was found to be out of specification. The contact width dimensions were within specifications. No leaks in the pump were found during a leak test. The pump case was removed and there was no evidence of moisture observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.